Event description:
It was reported in an article in neurosurgery that the patient had an asymptomatic 60% restenosis. The transcranial doppler scan showed an increased systolic velocities upt ot 300cm/s in the middle cerebral artery m1 segment. No treatment was performed and an angiogram one year later showed the lesion to be stable. The modified rankin score remained unchanged.

Event description:
It was reported in an article in neurosurgery that the patient had an asymptomatic 60% restenosis. The transcranial doppler scan showed an increased systolic velocities upto 300cm/s in the middle cerebral artery m1 segment. No treatment was performed and an angiogram one year later showed the lesion to be stable. The modified rankin score remained unchanged.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Restenosis is a known and anticipated complication to these types of procedures and is noted as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
Literature: costalat et al, neurosurgery 2010: 67(6); 1505-15 - attachment: [2939204-2010-01132_maldonado_neurosurgery_dec2010.pdf].